Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error 4 per boot loader traces. The formatted history file confirmed pump error 4 due to some hardware problem. Unable to perform functional test including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 12 mmol/l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.